Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal with new implant on 11/19/2019 due to infection and inflammatory reaction. It was reported that the patient experienced abdominal wall abscess, small bowel obstruction, and pain. Corrected information: g1. Mwr-28022019-0000350098 submitted for adverse event which occurred on (B)(6) 2018. Mwr-17042020-0000717806 submitted for adverse event which occurred on (B)(6) 2019.

Manufacturer narrative:
Patient code: 3189 - surgical intervention. It was reported that following the procedure patient had a revision surgery on (B)(6) 2018 due to adhesion.